Event description:
Complainant alleged that during a routine shift check by a clinician, the device would to power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll med corp; the malfunction was duplicated and attributed to the lithium batter on the sys board. Zoll recommends replacement of the lithium battery every 5 years. This device is approx 7 yrs old. Analysis for reports of this type has not identified an increase in trend.